Manufacturer narrative:
We have very little information at this time. We were not notified unit almost two years after the incident.

Event description:
Our initial and only notification was on april 11, 2024 from the law firm of beausay & nichols. Their letter stated the following: for steven's bronchoscopy, the bronchoscopist lterally got the bronchoscope "stuck" in the adapter and could not advance or maneuver the bronchoscope, requiring that he remove the bronchoscope and endotracheal tube as one unit. Inthe process of the bronchoscope getting stuck and removing the ett, steven began desaturating and eventually arrested. A code blue was initiated but steven sustained a severe anoxic brain injury as a result of this incident.